Event description:
Patient reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
It has been identified that this record, mrn 9617229-2026-08138, is a duplicate of (B)(4). Please see (B)(4) for reportable events.

Manufacturer narrative:
It has been identified that this record, mrn 9617229-2026-08138, is a duplicate of (B)(4). Please see (B)(4) for reportable events. Additional, changed, and/or corrected data: h.11.